Event description:
The customer reported that the device failed rate accuracy test while running preventive maintenance. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 fails rate accuracy test. Technical support: high level steps/procedure: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. I recommended to try repacing IV tubing. Issue was resolved after replacing IV tubing. A review of the device history record for (B)(6) was performed from date of manufacture 03/17/2016 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device failed rate accuracy test while running preventive maintenance. No patient involvement.